Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device vcp360h, mj8dhxr0 number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please verify the event. Did the sutures break? Or did the needles pull off the suture thread? Are devices available to be returned for evaluation?

Event description:
It was reported that the patient underwent a total hip replacement procedure on (B)(6) 2019 and suture was used on joint capsule closure. The suture broke at the needle. Another like device was used to complete the procedure. There were no adverse patient consequences reported.